Event description:
It was reported that the device appeared to have depleted prior to ¿what was expected of the device¿. The stimulation parameters were predefined, so it was ¿simple to understand the demand on the device¿. The device was going to be replaced in the future, but no timeframe was provided. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID 9614453.

Event description:
Additional information was received which reported that impedances were normal; between 900 - 1200 ohms. The patient had been previously programmed to 130 hz, 90 's on bipolar pair 0-, 1+ at 5.5v. The amplitude was subsequently increased to 5.5v on monopolar pairs 0-,1- and eventually increased to 6.5v on monopolar pair 0-,1-,2-. The programmed settings had been in continuous mode. There was reportedly no active therapy since the battery ran out. However, there had been no stimulation side effects at any point. The patient could reportedly reduce their drinking during the study.

Manufacturer narrative:
Device used for off label indication. The indication device used for was alcohol addiction. (B)(4).